Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient said starting about 3-4 months ago, they'd notice stim would be turned off without them turning stim off. Patient said they would charge the implant, then made sure they hit stimulation on, but a day later they would look at the controller and the stimulation would be off. Patient thought the issue was with the controller. Agent reviewed controller general use and information and that controller read what implant was telling it. Agent documented information given during the call. Patient mentioned their implant was used for peripheral nerve stimulation. No symptoms were reported.